Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? The 3th or 4th firing. What vessel or structure was the device fired on at the time of the event? Cholecyst. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In the patient. Was there any tissue damage? No.

Manufacturer narrative:
(B)(4). Feed bar connector / jaws. The analysis results of the device found that it was received with one jaw broken at bifurcation. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Please note that this condition is unrelated with the incident reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed bar were noted separated and the feed bar was damaged. A potential cause of this condition is the feed bar connectors were not properly welded during the manufacturing process. In addition, the feeder shoe tang was found to be bent; leading the clips could not be fed into the jaws. Thirteen unformed clips were found on the clip track. Possible causes for this condition may be accumulation of dried blood or tissue in the track or actuating the trigger while the jaws are closed in a trocar or molded end cap. This could also result if the tips are buried in tissue when actuation of the trigger occurs. It should be noted, that the jaws need to be fully open in order for the next clip to be properly fed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip of the device could not be opened after firing. The surgeon opened it by hand. Another device was used to complete the procedure. There were no adverse consequences for the patient.